Event description:
A malfunction alarm was reported with code malf 9. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised that they could continue using the pump. The customer was also instructed to contact support if the malfunction code reappears, which they understood and acknowledged.